Event description:
It was reported during an arthroscopic labral repair the bone hole was drilled and an osteoraptor anchor was inserted without issue. A second anchor was inserted but was left proud, sticking out of the patients bone. Took inserters off and compared, it was noted that one was longer.

Manufacturer narrative:
Visual inspection confirmed that the devices were returned without suture or anchor. Functional testing was performed by measuring the working length shaft of the finished devices. Device #1 was measured using a calibrated gauge and was found to be 10.50 in length. Device #2 was measured using a calibrated gauge and was found to be 10.542 in length. According to the print specification, the length of the shaft is 10.574 (+0.015/-0.005) being between 10.569 - 10.589. Device investigation is ongoing. (B)(6).